Event description:
During the procedure the pt was given 10,000 units of heparin. Iliac arteries were extremely short, measuring less than twenty-five millimeters in length. Deployment of the main body graft observed the device landed lower than desired. Due to the length of vessel on the ipsilateral side, the leg graft was overlapped with the main body by two full stent bodies to preserve the hypogastric patency. The noted tortuosity in the ipsilateral iliac artery revealed a bell-curve in the leg graft and a noted corrugation in the limb, resulting in a guttering of flow and a distal type I endoleak. Excessive ballooning at the site did not resolve the endoleak. Another manufacturer's stent mounted on a balloon catheter was deployed at the site of the material fold in the graft, to provide additional radial force to resolve the endoleak. With the placement of the stent, the final angiogram observed a very minor endoleak, believed would resolve with normal act level.